Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had temporary image loss. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found damage to the bending tube, missing adhesive on the bending tube, and dirt on the universal cord that is difficult to remove. There were scratches found on the operational part, grip, cover, universal cord, video connector, light guide connector, and video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to defective image sensor unit caused the event. Olympus will continue to monitor field performance for this device.